Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right and left common femoral arteries (rcfa and lcfa) using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully pre-placed at each site. The sheath was upsized to 14f in the rcfa and 18f in the lcfa. The evar procedure was completed. Reportedly, the knots were advanced to the vessel walls; however, they did not close the access site in both arteries. The vessels were incised and surgical suturing was used to achieve hemostasis at both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.